Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Imagery available in the medical records was evaluated, and the following observations were noted: significant mitral stenosis in the preoperative transesophageal echocardiography. The complaint for valve degeneration was empirically confirmed based on information provided in the medical article. Due to unavailability of the valve serial number, a review of the DHR and lot history was unable to be performed; therefore, it was unable to determine if a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, the information provided indicated that the patient had renal disease and history of infective endocarditis. Ckd (chronic kidney disease) is a known factor that may increase the risk of valve calcification leading to early valve degeneration. Additionally, previous endocarditis can potentially damage leaflets resulting in accelerated deterioration of the valve or dysfunction of the valve. As such, available information suggests that patient factors (renal disease, endocarditis) may have caused or contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. Article reference: alotaiby, k, albinmousa, z, samargandy, s. Bioprosthetic valve failure: management strategies in the mitral position. J am coll cardiol case rep. 2025 oct, 30 (34) .https://doi.org/10.1016/j.jaccas.2025.105582.

Event description:
Through review of medical article "bioprosthetic valve failure: management strategies in the mitral position," the following event was identified as pertaining to an edwards device: a 37-year-old man presented with sudden-onset nyha functional class iii dyspnea, palpitations, and nonspecific chest pain. The patient also had a history of infective endocarditis of the mitral valve 12 years earlier and had undergone surgical mitral valve replacement (mvr) with a 25mm bioprosthetic valve for infective endocarditis. Nine years after the patient underwent successful transcatheter mitral valve-in-valve (viv) implantation with a 23-mm edwards sapien 3 valve. Post-viv, mean gradient was 11 mm hg. Two years after viv implantation, transthoracic echocardiography revealed severe mitral annular calcification (mac) extending to the posterior left ventricular wall, a mean mitral gradient of 24 mm hg, a mitral valve area of 0.6 cm 2 depicting significant mitral stenosis and moderately reduced systolic fraction (35%). Intraoperative transesophageal echocardiography (tee) confirmed bioprosthetic degeneration (mean gradient 23 mm hg) and annular dilation. Operative findings included severe mac with liquefied, cheese-like calcific material, which was cultured (result negative). The patient underwent redo mvr with a 31/33 non-edwards mechanical valve and beating-heart tricuspid annuloplasty. Cardiopulmonary bypass time was 178 minutes with an aortic cross-clamp time of 91 minutes. Postoperative tee showed a well-seated mitral mechanical valve with no paravalvular leak and a mean gradient of 2 mm hg. The patient was discharged on postoperative day 13. As per medical opinion, the root cause of accelerated valve degeneration was due to end-stage renal disease, high residual gradient, and history of infective endocarditis.